Event description:
The customer reported a software error involving a unicel dxi 800 access immunoassay system with a software version 4.6.1 which resulted in a delay of reporting diagnostic results. The customer stated that the user interface (ui) unexpectedly exited while completing calibrations. The customer restarted the ui and stated that calibrations completed as expected. However, patient samples which were in progress at the time of the event were cancelled. The customer reloaded the cancelled tests but no clinical scientists were available to review the results by the time the tests were completed. The customer reported that there was a change to patient treatment for one (1) patient due to the delay in reporting the test results out of the laboratory. The one (1) patient was in the cardiac care unit at the time of the event and had to remain in the hospital overnight. Following review and report of the result, the patient was discharged from the hospital.

Manufacturer narrative:
Initial reporter: the customer's telephone number is (B)(6). The cause of the event is attributed to a software malfunction. However, the specific sequence of the events which precipitated the software malfunction could not be determined with the information supplied. A field service engineer (fse) was not dispatched to the customer's site.